Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer had been receiving results in the 300's mg/dl to 500 mg/dl for a few days. Subsequently, the consumer was administering an unk amount of insulin based on the readings and experienced a hypoglycemic event which did not require any medical intervention. The meter in question will be returned for eval.